Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the emergency room due to high voltage (hv) therapy being delivered. The physician believes that the therapy delivered was prompted by an undersensing in the atrial channel which renders the delivered therapy as inappropriate. Technical support was also contacted and it was determined that the cause of the event was due to inappropriate programming where the atrial timing of some of the atrial complexes arrives in the post-ventricular atrial blanking period after the ventricular complexes and are therefore not detected. Medication changes were made to resolve the event. The patient was stable and will continue to be monitored.